Event description:
It was reported that the patient fell and hit their head in 2005. The parents found that the patient could no longer hear 10 days later. Testing confirmed that the device has malfunctioned.